Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited high impedance and oversensing noise. The rv lead remains in use. No further patient complications have been reported as a result of this event.